Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir casing was broke. The customer's blood glucose value was unknown at the time of incident. The customer reported that they experienced no delivery alarm in past and also gave slower rewind. The insulin pump will not be returned for analysis.